Event description:
It was reported that shortly after the implant procedure, the patient experienced chest pain and difficulty breathing; a left-sided pneumothorax was noted on chest x-ray. The right atrial, right ventricular, and left ventricular leads remain in use. The patient was a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.